Event description:
It was reported that pump experienced malfunction with a displayed malfunction code, and no notable events occurred before issue started. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, did not experience recurring malfunction after reset, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of instructions.